Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by abbott personnel.

Event description:
Reported due to disconnected tip. The physician attempted to perform a diagnostic procedure using a judkins left coronary 4 french angiographic catheter. The procedure was performed via the right femoral artery. Reportedly, the vessel was "not tortuous." The catheter was advanced over a 0.035 inch wholley guide wire to the aortic arch. The guide wire was reported and "the tip of the catheter appeared to have an abnormal curve at the distal end." Contrast injection confirmed that the tip was "partially disconnected." As the catheter was being pulled through the iliac artery. A sheath was inserted via the left femoral artery. An "up and over" technique was used to snare the disconnected tip. Reportedly, there were no adverse pt reactions. Although requested, additional info was no provided.